Event description:
Information was received from a manufacturer representative and healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for complex reg pain syndrome type I. Patient report loss of efficacy. Doctor recommended battery replacement and possible lead revision. At the procedure xrays were taken and leads were out of the epidural space and in the soft tissue. Doctor removed leads, extensions, and battery. Two electrodes were broken from the original lead and left in the soft tissue (xray confirmed it wasn¿t in epidural space). 2 electrodes were broken and left. Issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60; serial#: (B)(4); implanted: (B)(6) 2007; explanted: (B)(6) 2022; product type: lead. Product ID: 3778-60; serial#: (B)(4); implanted: (B)(6) 2007; explanted: (B)(6) 2022; product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 30-aug-2011, UDI#: (B)(4); product ID: 3778-60, serial/lot #: (B)(4), ubd: 30-aug-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.